Event description:
A surgeon reported that he is concerned about recent postoperative visual acuity results following intraocular lens (iol) implant surgery. He reported that these were "misses" to the target refraction. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not verify a root cause. Not enough info was provided from the account to properly complete an investigation. Though requested, the surgeon was unable to provide additional info. (B)(4).